Event description:
Information was received that a smiths medical ventilator is alarming high pressure each breath. When set at 25-30, patient was ventilated easily.

Manufacturer narrative:
One pneupac ventilators parapac plus was returned for analysis in good condition. Functional testing performed by connecting air to the unit and running it over six hours intermittently changing settings. The device was found to function as intended; not confirming complaints. Based on the evidence, the complaint was not confirmed.